Event description:
A report was received that stated the pump alarmed "check clutch". No pt injury or adverse event was reported.

Manufacturer narrative:
Device eval: the suspect device was returned and evaluated. Testing indicated that the position potentiometer was contaminated with fluid ingression into the device which occurred during customer usage. The position potentiometer was replaced. Following repair, the device passed all function and delivery testing.